Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was advised to replace the x-ray tube. However, no additional information has been disclosed.